Event description:
A cordis 6 french jr4 guiding catheter was utilized to perform an intervention involving a lesion in a right coronary artery. The catheter seated well into the rca, and an angioplasty was performed without difficulty. The physician then attempted to stent the lesion. The stent would not pass through the guiding catheter. The stent would not pass the "hub" of the catheter in the area where the "wings" are located. Subsequently, the stent was removed from the wire intact, the guide wire removed, the catheter removed, and the same size catheter from a different vendor was utilized. The same previous stent was passed through the second catheter, and the stent was deployed successfully. The potential for injury, and negative outcome, comes from having to lose the interventional wire position across the lesion in order to exchange the guiding catheter.====================== health professional's impression======================successful stenting was achieved. The potential for adverse outcome is noted above.